Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has green status flashing light with a chirping sound as if unit has detected a fault.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on the (B)(6) 2014 and performed to specification up to the (B)(6) 2016. The device failed a self-test due to a low battery on the (B)(6) 2016 with the device passing a self-test later that day. Multiple manual power ups of less than one minute duration were recorded between (B)(6) 2016. A test pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green while emitting a failure chirp. This would confirm the reported fault. A test shock was delivered without fault and an acceptable measurement was recorded. No warnings were given at shutdown and the status led continued to flash green while emitting a failure chirp. The device was disassembled for investigation. The membrane was investigated and the status leds inspected. Excess silver paste was found to be creating a short circuit across the red status led. The status leds are tested during final test. It is therefore concluded the short circuit was intermittent in nature. With a good membrane installed the green status led was flashing as expected with no failure chirp. Investigation found the reported fault was caused by a short circuit between the green and red status leds due to over application of silver paste.